Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not received for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the dwell phase on the homechoice (hc). The home patient (hp) stated they had finished therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.